Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings 1.2 mmol/l, 20.6 mmol/l and 16 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported test strips have not been returned for this complaint and a valid lot number was not provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The neo meter was returned and determined to have satisfactory control solution testing results and no other issues were identified. Therefore, no further investigation activities were performed for the neo meter. Dhrs (device history review) for all precision strips within expiration at the time of complaint were reviewed, and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that precision strip continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformance that could lead to the complaint. A tripped trend review was completed for the reported complaint and precision strip, no trends were identified that would indicate any product related issues. If the test strips are returned, the case will be re-opened and a physical investigation will be performed. This also serves as a correction report. Model no was incorrectly documented in the initial and follow up report #1. It has been modified.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings 1.2 mmol/l, 20.6 mmol/l and 16 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing. The reported readings were not found in the meter's memory.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings 1.2 mmol/l, 20.6 mmol/l and 16 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.